Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 40 mg/dl. Low bg cause was not known. The customer received third party assistance from their mother, who assisted with preparing and feeding the customer carbohydrates to address bg. The customer was shaking because of the low bg, but no further injury occurred. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.